Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) stating the arms were moving left and right when the surgeon was moving the master tool manipulator (mtm) up and down. The customer performed a power cycle prior to calling with no change. The tse had the customer check the hand assignments and they were correct. The tse had the customer perform a hard power cycle with no change. The procedure was completing as planned with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
The reported event was addressed with phone support. The customer tried a new endoscope and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi has not received the endoscope involved with the alleged issue to perform failure analysis. The probable root cause is attributed to an issue with the endoscope.